Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper assortment file broke during use. The broken piece was retrieved by another dental professional.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The provided batch number turns out to have no corresponding with the catalog #. Root causes are not identified. We will track this kind of event and monitor the trend.